Manufacturer narrative:
Based upon the investigation findings, endoleak type 1b on the left iliac is confirmed based on clinical assessment of medical records and operative images. There were suboptimal medical documentation and adequate imaging studies available for this review. Product appropriateness and patient candidacy could not be fully assessed. Product use was incongruent with the IFU and might have contributed to this complaint due to: the right iliac artery diameter was greater than 2.3cm and the aortic neck was angled at approximately 70 degrees. There were cautionary conditions for product use which might have contributed to this complaint such as: multiple patent lumbar arteries and the impending state of rupture at the implant procedure. Other contributing factors included unresolved endotension from the type ii endoleaks and the non-treatment of these endoleaks. There might have been evidence of these leaks as early as one month post implant. The previously reported typ1b endoleak and treatment at 13 months post implant might have also been a source of endotension, due to the unknown endoleak documented by ultrasound one day post that event; no further information was available. The two new events for this complaint were: the substantiated left iliac artery type I-b endoleak at 23 months post index; there might have been a persistent endoleaks at mid and distal aorta post the left iliac extension, which might have represented ima, lumbar or sacral artery sources. There was no evidence of treatment of these endoleaks. The reported rupture and death two days later could not be substantiated due to lack of information. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the likely root cause for the endoleak is most likely due to the unresolved endotension due to persistent unknown endoleaks.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Event description:
It was reported that approximately 23 months post implant of bifurcated device, two suprarenal aortic extensions and a limb extension, the patient presented with an endoleak from the left common iliac artery. Reportedly, the physician reviewed the computed tomography and an endoleak was discovered. The physician then chose to implant a limb extension. Thereafter a final angio was done and did not demonstrate an endoleak. However, two days after the procedure, the patient ruptured and expired. It is believed that the cause of death may have been due to a leak off an ilio-lumbar, ima and/or sacral vessel. Additional note: two prior events were reported involving this patient. One is (B)(4) that was performed on (B)(6) 2012 with two aortic extensions for what believed was a type1a and/ or typeiiia. The secondary intervention is (B)(4) and was performed on (B)(6) 2013 to treat a type1b off the right common iliac using extensions and coiling the hypogastric.